Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was extrinsically breached due to a cut.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, 67 ventricular sensing integrity counts (sic); no episodes available to verify lead noise oversensing. Rv lead integrity warning occurred on (B)(6) 2016 for 2 or more high rate-ns episodes and sensing integrity counter (sic) greater than 30 in 3 days. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead also had fractured insulation near connector and oversensing with many episodes of artifact. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.